Manufacturer narrative:
Spacelabs has launched an investigation in this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report of the telemetry module housing losing power during use on (B)(6) 2018. No one was injured as a result of this event.

Manufacturer narrative:
The telemetry module housing was received at spacelabs¿ equipment service center for repair. The reported problem was verified and the pcb assembly power supply was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.